Event description:
Reporter indicated that vns patient's lead was replaced due to suspected lead discontinuity. It was reported that prior to the surgery, the physician could not communicate with the patient's device, indicating that the generator battery had reached end of the life based of the length of time that it has been implanted. After replacing the generator, intraoperative device diagnostic testing of the new generator connected to the original lead was within normal limits, indicating proper device function. Repeat device diagnosic testing upon closure resulted in high lead impedance reading (dc-dc code 7 and limit), indicating device malfunction. Fluoro was used showing no lead breaks and the lead pins to be fully inserted into the generator. The generator pocket was reopened and the lead was disconnected and reconnected to the generator with device diagnostic testing performed each time. All device diagnostic tests yielded high lead impedance test results. The generator alone was tested and was found to be operating properly. The lead was then replaced. The original electrodes were left on the nerve and the new electrodes were placed below them. When the surgeon started tunneling he didn't want to use the big sheath for the tunneler so he decided to implant in a whole new system (another new generator along with the new lead). Acceptable device diagnostic testing of the patient's original lead and original generator were last performed approximately four months prior to surgery, indicating proper device function at that time. It is unknown whether the apparent lead discontinuity was present prior to the surgery or whether the lead was damaged during the procedure. The patient had reportedly not suffered any injury or trauma that may have damaged the ncp system.